Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use (IFU): chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope screen goes blank when power is turned on after connection. The issue occurred during inspection for use for an unknown therapeutic procedure. The procedure was completed with another device. There were no reports of patient harm.